Event description:
The recipient reported his right-side device was not loud enough and he could not hear well from it. He first noted the decrease in sound about one month ago ((B)(6) 2021). The stimulation was increased, and the recipient reported an improvement, however, he returned on (B)(6) 2021 with same report and complaint. The user has been re-implanted. This report refers to 9710014-2021-00447. For further information please refer to this report.